Manufacturer narrative:
The customer's instrument logs were reviewed for the samples tested in november. This review did not identify conclusive information to indicate an instrument and/or sample integrity/handling issue occurred. Review of complaint trending data for list 2k41 did not identify an increase in complaint activity related to the complaint issue. The lot search for likely cause reagent lot 44996un17 did identify an increase in lot activity for falsely elevated patient results. A device history record review was performed on lot 44996un17 which did not show any potential non-conformances, deviations, or non-conformances. Accuracy testing was completed to evaluate the performance of reagent lot 44996un17. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification.

Event description:
The customer stated that a positive architect stat troponin-I result of 9.142 ng/ml was questioned by a physician after a subsequent draw yielded a negative result of 0.225 ng/ml. The customer uses an assay cutoff of 0.3 ng/ml. The initial positive sample was retested and the result was 0.352 ng/ml (positive). Sample ID (B)(6): original sample tested at 4am on (B)(6) 2017 with an initial result of 9.142 ng/ml sample ID (B)(6): second sample tested 6 hours after the initial result. No adverse impact to patient management was reported.